Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support with resetting the pump, which resolved the issue, allowing them to continue using the pump without recurrence of the malfunction code. The caller was advised to notify technical support if the issue reoccurs and acknowledged this guidance.